Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure"), abdominal pain lower ("pain/cramping"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("heavy bleeding") and abortion spontaneous ("spontaneous abortion") in a 26-year-old female patient (gravida 4) who had essure (batch no. Co6525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included abdominal pain, bacterial vaginosis, bacteriuria and gonorrhea. Previously administered products included for an unreported indication: bactrim. Past adverse reactions to the above products included drug hypersensitivity with bactrim. Concurrent conditions included enterocele and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy).removal essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, pregnancy with contraceptive device, genital haemorrhage, abortion spontaneous and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in insertion date 2014 of essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. : new reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Lot no. Received. Product indication added and implanted date updated. Events per pfs: pregnancy (stillbirth or miscarriage), spontaneous abortion, malposition of essure, pain and device ineffective. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure"), abdominal pain lower ("pain/cramping"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("heavy bleeding") and abortion spontaneous ("spontaneous abortion") in a 26-year-old female patient (gravida 4) who had essure (batch no. Co6525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included abdominal pain, bacterial vaginosis, bacteriuria and gonorrhea. Previously administered products included for an unreported indication: bactrim. Past adverse reactions to the above products included drug hypersensitivity with bactrim. Concurrent conditions included enterocele and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral salpingectomy removal essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, pregnancy with contraceptive device, genital haemorrhage, abortion spontaneous and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in insertion date 2014 of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical compliant. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure'), abdominal pain lower ('pain/cramping'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), genital haemorrhage ('heavy bleeding') and abortion spontaneous ('spontaneous abortion') in a 26-year-old female patient who had essure (batch no. Co6525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, bacterial vaginosis, bacteriuria and gonorrhea. Previously administered products included for an unreported indication: bactrim. Past adverse reactions to the above products included drug hypersensitivity with bactrim. Concurrent conditions included enterocele and paratubal cyst. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral salpingectomy removal essure device). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, abdominal pain lower, pregnancy with contraceptive device, genital haemorrhage, abortion spontaneous, pelvic pain and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in insertion date 2014 of essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: content received from social media, new event anxiety added, reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure') and abdominal pain lower ('pain/cramping') in a 26-year-old female patient who had essure (batch no. C06525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, bacterial vaginosis, bacteriuria and gonorrhea. Previously administered products included for an unreported indication: bactrim. Past adverse reactions to the above products included drug hypersensitivity with bactrim. Concurrent conditions included enterocele and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abortion spontaneous ("spontaneous abortion"), pelvic pain ("pain") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral salpingectomy removal essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, pregnancy with contraceptive device, genital haemorrhage, abortion spontaneous, pelvic pain and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in insertion date 2014 of essure. Batch no c06525, production date 2014-01-07, expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.